Manufacturer narrative:
It was reported a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve damage and separation occurred. Device evaluation details: the device evaluation has been completed. The device was inspected and the brim cap (the hemostatic valve cap) was observed broken, the hemostatic valve and friction ring were observed detached from the hub. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the damage on brim cap and hemostatic valve detachment cannot be determined, however, the issue will be investigated under an internal corrective action. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 4/25/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis identified the brim cap is broken and the hemostatic valve and friction ring have detached from the hub. The findings have been reviewed and assessed as MDR reportable malfunctions. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 7/16/2019, it was noticed that the following information was inadvertently omitted from the 3500a supplemental MDR # 2 that was submitted to FDA 7/11/2019. During the product investigation process, the product information was identified as catalog # d138503 and lot #: 00001069. Additionally, the manufacture date and expiration dates of the device with lot #: 00001069 were also verified. The manufacture date is 11/12/2018 and the expiration date is 11/12/2019. The appropriate fields have now been updated. Field d4. Catalog # was updated from d138501 to d138503. Field d4. Unique identifier( UDI) was updated from (B)(4). Manufacturer¿s ref # pc-(B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported a patient underwent an atrial fibrillation ablation procedure with two (2) carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve damage and separation occurred. It was reported by the caller that when opening the package of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (# 1) the hemostatic valve was found damaged. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (# 1) was replaced with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (# 2). After inserting carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (# 2) the hemostatic valve fell off when the dilator was removed. Carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small (# 2) was then replaced for a different sheath to complete the procedure. No patient consequence was reported. The issues of hemostatic valve being damaged and the hemostatic valve separating have been assessed as MDR reportable malfunctions. Biosense webster manufacturer's reference number (B)(4) has two reports related to the same event: MFR # 2029046-2019-03025 for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small # 1, lot # 00001064); this MFR # for product code d138501 (carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small # 2, lot # unknown).